Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a rotatable snare was used to remove polyps during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the snare did not cut. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event.